Manufacturer narrative:
Additional information: balloon twists occurred at nominal pressure. Devices were safely removed from patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use an inpact pacific drug-coated (dcb) balloon with a 6fr sheath and 0.018 guidewire during treatment of a 100mm plaque cto (chronic total occlusion-100%) in the patient¿s distal superficial femoral artery (sfa). Artery diameter reported as 7mm. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. IFU was followed and the device was prepped without issue. A medtronic inflation device was used for balloon inflation. The device was not passed through a previously deployed stent. No resistance was noted during advancement. It is reported that a balloon twist occurred. No rewrap tool was used. A second inpact pacific dcb was attempted but the same issue was noted. The procedure was completed using a 7mm in.pact pacific dcb. There is no patient injury reported.

Manufacturer narrative:
Image review: one of the two images returned show the complaint device inflated in the superficial femoral artery. Twisting of the balloon material is evident in the mid-section of the balloon. The second image returned shows the distal end of the complaint device in vitro at the account. The balloon appears to be deflated. A twist on the balloon material is present in the mid-section with blood residue on the device. The reported twist to the balloon can be confirmed through the images returned. Product analysis: the inpact pacific device was returned to medtronic investigation lab for evaluation. The device was returned with the protective sheath loaded over the balloon with 3.5cm of the distal balloon protruding out the distal tip of the protective sheath. The balloon returned deflated with a balloon twist evident in the mid balloon material approximately 7cm proximal to the distal end of the balloon. The balloon folds were open. A bend was evident to the balloon 3.5cm proximal to distal end of balloon. A tactile test detected no further damage to the device. The balloon was inflated to nominal. The outline of the balloon twist was evident both during inflation and after deflation on the mid balloon material. The outline of the balloon twist however became less prominent as the device was inflated. The balloon was then inflated to rbp. The outline of the balloon twist was evident both during inflation and after deflation on the mid balloon material. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.